Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031286. When additional information is received a follow up report will be submitted.

Event description:
It was reported two packs of #1048610 in box. The reporter indicated that the two items in box do not match the outer label. When opening the outer box of code g1048702, it was found that two packages of code 1048610 were also in the box.